Event description:
The customer reported that the system would display a wait 5 minutes error message, and would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
The service rep instructed the customer over-the-phone to turn off the circuit breaker at the cb 1 position. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.